Event description:
The patient was admitted to the hospital for retrieval of an 11cm (length) by 0.2cm (diameter) clear and blue striped tubing segment from the patient's pulmonary artery in the special procedures department in radiology. The port was revised and a new catheter was attached.